Event description:
The customer reported that while the iabp was in use on a patient, they received a "maintenance required code #2 (drive transducer offset failure) message. Customer could no longer view the screen while the message was displayed. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the "maintenance required code #2 (drive transducer offset failure), while using the trainer. He found the "autofill failure" message present in the event log. Drive transducer was not holding calibration and was no longer in specification. Drivce transducer (part number: 0682-00-0076-01) was replaced and the iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).